Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. DHR information for (B)(4) - a review of the appropriate device history records indicate rework performed on this serial number is not related to this evaluation.

Event description:
The customer reported that the bipolar activated randomly. No patient involvement. Devices used are unknown.

Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event.